Event description:
Patient was having surgery last month. A maquet rotoflow bypass pump was being used, model number 706035. Per the perfusionist: "surgeon noticed right heart distention. Cerebral saturations started to decrease along with a decrease of systemic vascular resistence which corresponded with decreased blood flow. Anesthesia began vasopressin and other inotropic agents, with no corresponding increase in arterial pressures. The cross clamp was removed. The patient was ventilated. Cerebral saturations began to rise followed by an increase in vascular tone and increased arterial pressures. Patient came off bypass with good cardiac output and good cerebral saturations. The patient was transported to ICU. The patient expired last month. The bypass pump was sequestered and is being held for analysis to determine if it may have contributed to the event.